Event description:
The reporter called lfs on december 5, 2006 and alleged that the pt's meter would not power on. She had purchased the meter approximately one week ago and the meter had not powered on since it was obtained. In 2006 at approx 1:30 a.m., the pt was sweating, incoherent, weak, and almost passing out. The paramedics were called at approx 3:00 a.m. And they tested the pt when they arrived. Her blood glucose was 55 mg/dl. She was given something to eat/drink and was taken to the hospital. According to the pt's daughter, she was released from the hospital on 11 days later. The pt tests several times a day and she adjusts her diet based on the meter results. No further info was provided. It would have been helpful to know the pt's diabetes regimen, how long since she had been able to test her blood glucose, and how she was adjusting her regimen when unable to test. It would also be helpful to know if the pt began trying to use the new meter before or after the incident. The pt was using the correct test strips. The meter would not turn on when the power button was pressed. This complaint is being reported, as the meter issue was not resolved and the pt was unable to test; she had also suffered a hypoglycemic event and received medical intervention. A replacement meter has been sent.

Manufacturer narrative:
Meter is ot ultramini. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.